Event description:
Complainant alleged that the clinicians were cardioverting a 76 yr old male pt, but upon the delivery of the first shock at 200 joules, the clinician observed arcing at the anterior pad. The clincian then obtained another set of multi-function electrodes and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.